Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and a33 error alarm during prime test due to faulty force sensor resistor however, the motor passed motor test. Unable to perform occlusion test due to motor error alarm. All the buttons functioned properly and no black line on display or display anomaly noted when buttons being pressed. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is going through batteries like crazy. Customer stated that she changes them out every 2-3 days. Customer stated that 4 out of 5 times it displays a black horizontal line when she hits the b button. Customer stated that the lines move from the top to the bottom and she is currently stuck in the rewind sequence. Customer stated that it asked to change the time/date 3 times. Customer stated that she woke up with a blood glucose level of 500 mg/dl. Customer treated with a shot. Customer stated that she attempted to change everything out. The pump would not allow her to go past the fill tubing and just kept her in the same circle. Customer stated that she tried again last night and the same thing happened. Customer stated that she is unable to exit the preparing to prime loop. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The pump will need to be replaced.